Event description:
It was reported that the device was unable to communicate via rf telemetry. No further information is available.

Event description:
New information received notes that a firmware download successfully resolved the rf communication issues. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.